Manufacturer narrative:
The report we rec'd indicated that the balloon burst during dilation in the femoral artery via hand injection at an unk pressure. The vessel was calcified vessel. There were no adverse effects to the pt. The procedure was completed with another balloon catheter. The prod was returned for eval and testing, however, the engineering eval is not yet complete. Add'l info will be submitted within 30 day from receipt.

Event description:
Describe event or problem: the balloon burst.